Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the small battery drive device had a damaged motor and would not run. It was further determined that the device failed pre-test for check power with test bench. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly.  UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the small battery drive device stopped working during use. It was reported that there was no delay in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.